Manufacturer narrative:
Product analysis #(B)(4): complaint confirmed brief description of complaint: service initiated ¿ high output on cut 6 and cut 7 evaluation process: servicing discovered and reported: - the pulsar 2 was received in good cosmetic condition. - current software version v4.3 is the most recent version. - power verification measurements for cut 6 and cut 7 were out of spec (high output) on incoming. This was verified with the pearson method. The output on cut 6 was 27.88 (expected 16-24) and the output on cut 7 was 55.65 (expected 28-42). Repair description: - the device has been recalibrated, which resolved the high output. Root cause: - software which was out of calibration caused the generator to deliver high output on cut 6 and cut 7. - post repair, the pulsar 2 has been successfully tested according to 61-10-5631 rev. H. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Service initiated complaint: pulsar generator was returned for planned maintenance, no issues reported. Servicing discovered high output on cut 6 and cut 7. There was no patient involvement; therefore patient demographic information is not applicable.